Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting an increase in impedance measurements from 500 ohms to greater than 2000 ohms. Additionally, threshold measurements had increased and electronic repositioning did not show improvement in all vectors. The patient was not symptomatic. No adverse patient effects were reported. A chest x-ray was performed and did not identify any damage to the lead. This patient will be followed by another physician in the near future.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing confirmed the lead anode and cathode conductor coils are fractured approximately 512-513mm from the terminal pin. The fracture location appears to be just at the distal end of the suture sleeve tie down site. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was confirming a revision procedure was performed. The lead was exhibiting loss of capture and impedance measurements greater than 2000 ohms. During the procedure, visual inspection of the lead noted red stain on the insulation, which did not rinse off. The lead was found to have a complete conductor fracture. The lead was explanted and returned for testing. This product issue will be updated when analysis is complete.